Event description:
It was reported that a volume discrepancy occurred. The expected residual volume (erv) was 1 milliliters (ml) and the actual reservoir volume (arv) was 5.5 ml. The physician decided to double check the volume discrepancies during the next refill session, next month, and if necessary perform and catheter access port test and rotor test. There were no patient symptoms associated with this event. It was unknown if the issue was resolved or the cause of the issue determined. At the time of the event the patient's status was reported as alive-no injury. This device system delivered prialt/ziconotide. Additional information has been requested, but was not available as of the date of this report. It was further provided that the next refill date would be (B)(6) 2014. The logs were read from the recent refill and there was a residual volume discrepancy. The drug was supposed to have finished but the actual residual volume was 5 ml. The physician had asked the patient to return as soon as possible to the hospital (she lived in a distant area) in order to perform the required tests (cap test most probably). The patient had no other symptoms, or lack of efficiency of the therapy. The pump logs provided noted that the pump was interrogated on (B)(6) 2014 and the low reservoir alarm occurred on (B)(6) 2014 and the empty reservoir alarm had occurred on (B)(6) 2014. The pump was last changed on (B)(6) 2014. The test was likely to be performed the (B)(6).

Manufacturer narrative:
Product ID 8781, lot# 0206716465; product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). Report updated from malfunction to serious injury as reported a catheter revision is to occur.

Manufacturer narrative:
(B)(4).

Event description:
Information was now received which indicated that the representative was previously aware that the refill had occurred and the patient was receiving effective therapy. However, further information was still being obtained. This further information was already reported in the previous supplemental report as noted below: (previously reported) it was further reported that during the last refill there was an excess of 5ml in the reservoir. The physician performed a cap test, during which there was difficulty in aspirating the catheter. The catheter will be replaced as soon as the patient receives reimbursement approval. Until then, the patient will be closely monitored, as she receives her therapy effectively. Should additional information be received a supplemental report will be filed.

Event description:
It was unclear as to why the empty reservoir alarm occurred before the refill appointment but rather noted that the volume of drug aspirated was higher than one calculated by the programmer. The physician suspected a problem at the connection of the two piece catheter ((B)(4)) and opted to revise the catheter. The physician did not replace the whole catheter but rather only the connection and will review the patient at the next scheduled refill. Should additional information be received a supplemental report will be filed.

Event description:
It was further reported that during the last refill there was an excess of 5ml in the reservoir. The physician performed a cap test, during which there was difficulty in aspirating the catheter. The catheter will be replaced as soon as the patient receives reimbursement approval. Until then, the patient will be closely monitored, as she receives her therapy effectively. Should additional information be received a supplemental report will be filed.